Event description:
A durable medical equipment supplier (dme) reported that a heated humidifier and its associated continuous positive airway pressure device (CPAP) had stopped working. The patient examined the devices and located a thermal void in the humidifier's bottom enclosure and found that the two devices were fused together. There was no report of injury or harm. The device was returned and evaluated by the manufacturer who confirmed the complaint of the humidifier having a thermal void in both the top and bottom enclosures. The enclosure damage was proximal to a thermally damaged portion of the humidifier's printed circuit assembly (pca), in the location of the j3 connector to the humidifier heater-plate. The thermal damage to the top humidifier enclosure resulted in deformation of the humidifier's main connector, which mates the device to the associated CPAP and supplies dc humidifier control signals. The CPAP was thermally damaged at the location of the connector. The manufacturer confirmed that the CPAP functioned normally and that the enclosure had not been compromised as a result of the failure.

Event description:
It was reported that during a laparoscopic hernia procedure, malformed staples, no further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4) = damaged precock mechanism the analysis results showed that one ems device was returned void of staples and with the precock mechanism damaged. The device was disassembled and the precock spring was found bent. Although no conclusion could be reached as to how the damaged to the precook spring occurred; it is possible that the firing sequence was interrupted and the trigger was forced back to the open position causing the damage to the precock spring. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. A batch record review was performed and no anomalies were found during the manufacturing process.